Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws locked on the cystic duct. There was difficulty in remove it. They forced the trigger apart and the jaws popped open. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
Patient was revised because the cup was not fully seated.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.